Event description:
It was reported that customer experienced continuous glucose monitor error and could not start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and after reset successfully started new sensor session with no further error reported.